Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 tricuspid regurgitation (tr) and long and thin leaflets for a triclip procedure. Two triclips were implanted at antero-lateral position. Triclip (B)(6) partially detached from lateral/anterior leaflet after 5 minutes post deployment. First triclip was stabilized by implantation of second triclip (B)(6). As per the physician, the partial clip detachment was due to patient's anatomy. The tr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.